Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose exceeded 400 mg/dl; her sensor read low so she kept treating for the false low and ended up experiencing a hyperglycemic episode. Her blood glucose at the time of call was 277 mg/dl. No troubleshooting occurred for the high readings. The insulin pump was not replaced or returned.